Manufacturer narrative:
The insulin pump failed the displacement test, followed by a motor error alarm during rewind due to motor encoder signal out of phase; unable to perform basic occlusion test, occlusion test, prime test or excessive no delivery tests due to motor anomaly. However, the insulin pump was received with operating currents within specifications. The insulin pump had cracked case at the display window corners and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error as well as a motor position encoder error during the rewind process. The customer's blood glucose level was 41 mg/dl at the time of the incident. The customer was not hospitalized. The customer treated their blood glucose levels with dextrose and food. The customer was in a diabetic coma and had to be assisted by paramedics. The customer believes that the insulin pump does not know how much insulin needs to be delivered to the body. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.